Event description:
It was reported that patient's ins (implantable neurostimulator) had not worked for 3 years and he also had a morphine pump from another company. It was stated that patient's physician office was telling him that until the morphine pump was no longer working, they couldn't replace the ins. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Additional information received reported that the patient had been ¿fidgety,¿ hurting, unable to sleep, and crying. It was stated that the patient wanted to get his therapy working ¿like it was 5 years ago.¿

Manufacturer narrative:
Concomitant products: product ID 7495-25, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7495-25, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2001, product type programmer, patient; product ID 3986ilc, lot # n22639, implanted: (B)(6) 1999, product type lead; product ID 3986ilc, lot # n22639, implanted: (B)(6) 1999, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).